Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with blood glucose level was 425 mg/dl and treated with insulin pump. The customer was assist with troubleshooting. The customer states the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 278 mg/dl and the sensor glucose was 64 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 58. Suspend on low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. The device will not be returned for analysis.